Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# v021339, implanted: (B)(6) 2007, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: (B)(6) 2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had some issues and that ¿all the internal leads were not working¿ after the patient fell down steps in (B)(6) 2017. It was stated that the fall knocked them out and they had gone to the hospital. They then followed up with their healthcare provider in (B)(6) 2017 and then 3 months later. In a visit to the healthcare provider on (B)(6) 2018, it was adjusted up high enough that it shocked them enough to throw them off a chair. It was then adjusted back to where they needed it. It was noted that the healthcare provider said the battery life was 29-50 months. The healthcare provider¿s assistant synched to 2 leads that were working. It was recommended that they follow up with their healthcare provider to address the reported issues. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# v021339, implanted: (B)(6) 2007, product type: lead. The main component of the system, other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 09-feb-2011, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: patient reports she saw her hcp in (B)(6) and at that time the leads were not working, patient was unclear as to why/what that meant, but the nurse synced the device and reprogrammed and the system is working for her now. They ordered her an antenna to use which she likes. Patient reports she had been in a lot of pain from the fall. The circumstances leading to the leads not working the patient said happened after the fall but she was not sure, and patient didn't understand question about shocking. Patient had difficulty understanding the questions about the device. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that their device and lead were not working, and they were feeling so much pain. On a second call, the patient reported that they were having a problem with their device they were still experiencing the pain and needed a doctor that could check their device. On a third call, the patient reported they were in so much pain that they wanted to pull their hair out. The patient reported they were in so much pain that they had to turn the ins off and the pain was radiating. The patient reported they had been experiencing seizure episodes and did not know if they were related to the ins. The patient reported they had been to the hospital for this and had been tested. The patient noted they were having a seizure study on (B)(6) 2018. The patient noted they had a bad fall down some steps and was told in may that their leads were not working, then about 2 weeks after seeing their hcp in may, the pain started. Additional information from the consumer on (B)(6) reported she tried to contact her doctor¿s office regarding the pain and the device and lead not working, but they were unable to help the patient. No further complications were reported.